Event description:
At implant, per the patient, they transferred the medication from the old pump to the new pump so at that time, the new pump had 20 ml. Per the patient, at the refill visit in (B)(6), they aspirated 20 ml. At that time, they thought the physician just didn¿t program the pump to reflect that they had filled it up all the way, so they didn¿t pick up that only 20 ml has been placed in the pump at implant. Per the nurse practitioner, there was no volume discrepancy at the (B)(6) refill visit. The day prior to this report, the patient had been in for pump refill. Per the patient, they aspirated 40 ml from the pump; all of the medication that they had put in at the prior refill. The patient had the pump for 6 months and never had therapeutic effect. The physician had talked about changing the medication, but that hadn¿t happened. Per the nurse practitioner at the (B)(6) 2014 refill visit, the actual reservoir volume was 7ml and the expected volume was 5 ml. When the nurse practitioner attempted to fill the pump reservoir, she was only able to get 12 ml into the pump and no more. The nurse practitioner then aspirated the contents of the pump and aspirated a total of 36 ml. The nurse practitioner got new drug and was able to fill the pump to 40 ml. There were no active pump alarms. No diagnostic studies had been done. The nurse planned to contact the managing physician and discuss. The device system was delivering bupivacaine and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
They were planning to replace the catheter. The reporter believed that the catheter issue was discovered two weeks prior to this report during a dye study procedure. Per this reporter the device system was delivering morphine. At the catheter replacement, they planned to change the concentration in the pump from 10 mg/ml to 5 mg/ml.

Event description:
Additional information received reported a dye study was planned but it had not occurred yet.

Event description:
Additional information later clarified the patient had been complaining of increased pain since their last refill (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported there was a kink in the catheter. When the pump was interrogated there was more medication in the pump than expected. They expected 5.8ml and 38ml was actually pulled out. The patient felt cold like she was in a blizzard and the sweat was pouring off of her and she thought the top of her head was going to explode. The patient has never had a reaction like that to anything before.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information later received reported there were no alarms in the logs and it showed the pump was on simple continuous flow. Per the reporter, the clinician was wanting to do a dye study and a possible (B)(4) study.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient had their pump put in in (B)(6) 2014 to replace the patients' od pump and its never put out a drop of medication. Per the patient they confirmed it at the doctors' office but they haven't figured out why. The hcp told the patient they were not their client so the patient was kind of falling between the cracks. The patient stated "the last time I had it refilled on (B)(6) 2014 it was a week early and it said there was 5.8 ml left but she drew that out so and tried to put the 40 in and it wouldn't go in so she drew out a full 20 more". The patient was to see a different hcp the monday prior to the report but a storm came in so the patient had to cancel. The patient now doesn't see him until the 8th and was wondering if she needs "to have it taken out or what to do". The patient had an appointment scheduled to see the physician on (B)(6) 2014 to discuss about "taking it out". The patient reported "I don't know if I'm hurting any worse than when I had the pump that's working, well my neck has been but the rest of my back hurts, it's been like that long before the replacement, it's my lower back." He patient takes methadone and a muscle relaxer orally.

Event description:
The catheter was replaced. There were no visible issues with the catheter. Following the catheter replacement, the patient was receiving a very low dose and they were titrating the dose up.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), explanted: (B)(6) 2015.